Event description:
The end user stated the compressor no longer works.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03281 indicting the date of awareness as (B)(6) 2013. The correct date of awareness is (B)(6) 2013 making the due date (B)(6) 2013. Submission of MDR was made on (B)(4) 2013.